Event description:
The plastic tip of the grommet impactor broke during impaction in many small pieces. Some plastic pieces penetrated inside the bone.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.